Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductor was observed on the rv lead. The externalized conductor was confirmed with fluoroscopy. The lead will remain implanted as the functioning rv lead. The patient had no issues before, during or after the event.